Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor and could see sensor wire present in sensor pod. Upon sensor removal, patient claimed that sensor wire was protruding from skin.